Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date. The insulin pump was monitored for 5 days and some boluses were programmed and delivered during this period. All bolus programmed during testing and while pump was monitored were properly delivered and recorded. The insulin pump recorded when the reservoir was started during testing. No history anomalies were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. The sensor feature working properly. No unexpected calibration alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and belt clip slot. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. The customer also reported being on steroid medication. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. However, customer reported observing leaks in the tubing in the past. Customer was unable to check for bent cannulas at the time of the call. It was also found the customer had a bolus anomaly. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's current blood glucose was 255 mg/dl. The customer agreed to return the insulin pump for analysis.